Event description:
It was reported that the drive support cap was protruding from the case. It was also stated that there was a crack on the case. The customer could not recall dropping the insulin pump, but stated that she exercises frequently, and this could've damaged the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.